Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir had air bubbles. Blood glucose value was unknown at the time of the incident. Troubleshooting was performed and the customer requested to just have the device replaced. The device will be replaced but not returned.